Event description:
A complaint of the pocket site leaking was received. The physician decided to perform a pocket revision. During the revision, the surgeon noticed fibers and fluid in the pocket and discovered that a sponge was left in the pocket from the last procedure. The decision was made to explant the patient's precision system. The patient is reportedly doing well.

Manufacturer narrative:
Additional medical device components explanted in the event: model # sc-2208-50. St linear lead, 50 cm. Model # sc-2208-50. St linear lead, 50 cm. The explanted materials will not be returned as they were discarded by the medical facility.